Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Event description:
It was reported that the lead had decreased sensing. Therefore the lead was explanted and replaced. It was also reported that there was difficulty connecting the new lead in the device header; impedance measurements were initially high, however the procedure ended with good sensing and impedance measurements. One day post implant the same problem re-occurred with decreased sensing and high impedance so the lead was checked via the analyzer; sensing and impedance measurements were normal. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event. It was further reported that the patient alert triggered for the high impedance and oversensing.